Event description:
It was reported that the pump touch screen is missing pixels, has a burn out marking and a "blot", leading to screen being unreadable and unresponsive. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.